Manufacturer narrative:
The device was returned to arthrocare for investigation. The investigation is currently in progress. A follow up report will be provided with additional information once the lot history record has been reviewed and the investigation has been completed. An additional device was used in the same procedure and was filed under MDR 2032380-2011-00038. (B)(4).

Event description:
On (B)(6) 2011, it was reported to arthrocare that a patient underwent an arthroscopic cuff repair procedure, involving two opus magnum2 implants. Allegedly, the first implant only picked up one limb of suture. The first implant was removed from the patient's shoulder. The second implant was placed in the patient, and when the surgeon approached final tensioning, part of the metal channel from inside the implant came out. The second implant was also removed from the patient. The procedure was extended by approximately 30 minutes. The procedure was completed using a third implant, with no adverse reactions to the patient and no patient injury. The patient was reported as having normal recovery.